Event description:
After an embolization treatment procedure with onyx, it was reported the catheter broke off at 8cm from the distal tip when it was being withdrawn. The broken segment remained in the pt. No pt injury reported. Same event as MDR# 2029214-2011-00284.

Manufacturer narrative:
The proximal section of the catheter was returned for eval with approx 23.5 cm of the distal segment missing. Eval showed that the catheter was broken due to excessive tensile forces applied during use. Catheter separation. (B)(4).